Manufacturer narrative:
H3: product ID: 97715, serial# (B)(6) was returned for product analysis. Analysis found no significant anomalies. H3: product ID: 977a260, serial# (B)(6) was returned for product analysis. Analysis found the stim lead body conductor was broken at the injex anchor site. H3: product ID: 977a260, serial# (B)(6) was returned for product analysis. Analysis found the stim lead body conductor was broken at the injex anchor site. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 977a260. Lot#: serial#: (B)(6). Implanted: (B)(6) 2018. Explanted: product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 30-jan-2022, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 05-apr-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported their controller and implant were fully charged but patient was unable to turn their stimulation on and the issue began probably a week and a half ago. During the call patient unlocked the controller and got the settings not available message on the controller. Patient stated they would turn their stimulation on and the stimulation shut off by itself. Patient also got the no device found message; agent was not sure if patient could get back to the home screen or if recharger was needed to connect to implant but patient was able to get to other screens. Patient exited the screen and pressed the white on/off button and pressed stimulation on. Patient noted they did the same steps. Patient went to the battery screen and confirmed both the controller and implant were at 100%. Patient was on group a and confirmed a was highlighted in green. Patient was not feeling any stimulation. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Agent provided the nas phone number. On 2023-aug-31 it was reported that there were high impedances with contact 1,2, and 6 over 40000, contacts 8, 10, 11, 13, and 14 are above 40000, contact 9 = 29700, contact 12 = 34490, contact 15 = 34240. The patient reported a loss of stimulation and a return of pain. Rep tried to program on the good electrodes to give therapy until surgery. The patient described being bounced around in a tractor and thinks that's when the leads may have started having issues and is afraid the leads had moved. Unsure at this time if they migrated or not. Surgery will be set up for next week for a revision.